Manufacturer narrative:
A sample lens was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure, the capsular bag ruptured. The details of the event were not provided, but it was indicated that the lens was in contact with the patient's eye. Additional information was requested.

Manufacturer narrative:
The lens case and carton were returned but the intraocular lens (iol) was not returned. Additional information indicated that the iol had been loaded into the delivery system incorrectly. (B)(4).

Event description:
Additional information from the reporter indicated that the lens was loaded incorrectly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample lens was discovered to be in the returned lens case. Solution is dried on the lens. Haptic and optic damage was observed. The customer indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).